Event description:
A blood clot on the transseptal site of the atrial septum was noted during an echo sweep after a left atrial appendage closure (laac) procedure, where baylis medical company devices were used among other devices. The baylis medical company nrg transseptal needle and protrack pigtail wire were used for the initial transseptal puncture. Following successful transseptal access, the boston scientific watchman devices were advanced through the transseptal access site for the completion of the laac procedure. After the echo sweep and observation of the blood clot at the transseptal site, the patient was administered additional anticoagulants and underwent further imaging. The physician indicated that it was unclear when the blood clot formation occurred during the procedure. Follow-up requests revealed that the patient was discharged the following day and is expected to fully recover. There is no objective evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the protrack pigtail wire with the report number 9710452-2022-00019.

Manufacturer narrative:
There is no objective evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.